Event description:
The customer reported that the insulin pump had physical damage. Customer stated that the insulin pump fell in the ocean. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Insulin pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.(B)(4)